Manufacturer narrative:
Additional device product code: hwc. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent a revision of a non-union fracture wherein it was recognized that a variable angle (va) anterolateral distal tibial plate was broken. There was a surgical delay of one (1) hour. The surgeon successfully completed the procedure. The patient outcome is unknown. During manufacturer¿s preliminary analysis of the returned devices it was identified that the screw head of one of the va locking screws is damaged/sheared off. Concomitant devices reported: 3.5mm crtx scr s/tap 20mm (part# 02.206.220, lot# 6788514, qty 1) va locking screws (part# unknown, lot# unknown, qty 5). This report is for one (1) 2.7/3.5mm va-lcp anterolateral distal tibia plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history (lot) part number: 02.118.206 lot number: h294179 part manufacture date: 07-feb-2017 manufacturing location: elmira DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm va-lcp anterolateral distal tibia plate/8 holes/right product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.5mm crtx scr s/tap 20mm (part# 02.206.220, lot# 6788514, qty 1) 3.5mm ti va locking screw 26mm (part# 04.127.126, lot# unknown, qty 1), 3.5mm ti va locking screw 28mm (part# 04.127.128, lot# unknown, qty 1), 2.7mm ti va locking screw 34mm (part# 04.211.034, lot# unknown, qty 1), 2.7mm ti va locking screw 36mm (part# 04.211.036, lot# unknown, qty 1), 2.7mm ti va locking screw 38mm (part# 04.211.038, lot# unknown, qty 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq), identified cracking on either side at the plate hole proximal to distal portion. No new issues were identified. While no complete breakage of plate identified, with the noted cracked condition, the overall complaint condition agree with the reported condition and the complaint was confirmed. Relevant drawings were reviewed and no design issues were noted. Dimensional inspection: the thickness measured at the region proximal to broken site measured the thickness on either sides that falls into the specification per relevant drawing. Document specification: a review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. The raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. No definitive root cause could be determined. The overall complaint condition is confirmed. However, any unintended excessive forces could have contributed to complaint condition. During the investigation no unidentified product design issues or manufacturing discrepancies were observed that may have contributed to the observed complaint condition. Therefore, based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.